Event description:
During a hand assisted lap nephrectomy procedure, at the end of the surgery as the doctor was removing his hand from the device he noticed the button seal of lap disc had torn away from the ring disc. He removed the ring from inside the pt and the silicone torn piece as well. He used the laproscope to look inside the abdomen for any remaining silcone pieces. He did not see any other piece. The complaint device is not being returned for eval, but retained by the hosp. No pt consequence.